Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose a week prior to the call, with blood glucose of 24 mg/dl at the time of the incident. The customer stated that at some point the levels were so low that the meter did not register a reading. The customer experienced symptoms such as convulsions and being unresponsive. The customer did not provide further information. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.